Event description:
Orig. Surg. In 2003. Allegedly after several attempts at assembling the prosthesis in situ with the locking mechanism, the doctor finally concluded that the lock from the morse taper had been achieved. Post-operative radiographs proved otherwise warranting a revision of the component.